Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open vascular procedure, while the surgeon suturing a vessel in the forearm the device needle broke in half. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.